Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003, and repliform was implanted. On (B)(6) 2012, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 along with concurrent mesh revision/removal due to sui. Following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.